Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg level was not provided. Reportedly, the cause for the alleged issue was due to the customer not having a continuous glucose monitor session active on the pump. At the time of the report with tandem technical support the customer¿s had not treated bg level. Reportedly, the alleged issue resolved.